Manufacturer narrative:
The company service representative examined the system and confirmed the reported touch screen problem. The system did not boot-up after restarting the system. The power supply was nonconforming and was replaced. The phaco handpiece was tested and was getting hot after 15-20 seconds of continuous power delivery. The company service representative crosschecked and confirmed the same with another handpiece. The system was then tested and met all product specifications. The operator¿s manual includes the warnings: use of the u/s handpiece, or optional torsional handpiece in the absence of irrigation flow and/or in the presence of reduced or lost aspiration flow and/or sideways orientation of the 12 tips can cause excessive heating and potential thermal injury to adjacent eye tissues. Appropriate use of vision system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No further information on the phaco handpiece could be obtained from this customer. With no additional, related information provided, the customers reported event could not be confirmed. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the touchscreen not working can be attributed to the nonconforming power supply. The root cause of the hot phaco handpiece cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during a cataract with intraocular lens implant (iol) surgery the touchscreen was not working and the handpiece was getting hot. The procedure was completed with the same equipment. There was no patient harm.